Event description:
A patient called tech support to report she was having trouble with her hemodialysis machine. No other info was documented. F/u was done with the patient and her husband. According to the patient, the blood pump stopped during her hemodialysis treatment at home. She disconnected herself from the machine without returning her blood. Estimated blood loss was 300 ml. She did not require medical intervention. She completed her hemodialysis treatment at an outpatient chronic facility. The machine has since been exchanged for another one. The patient does not know any info about what caused the pump to stop or any repairs made by the facility biomed tech. She continues on hemodialysis at home without difficulty on the replacement device.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for investigation and plant investigation is pending. A supplemental medwatch will be submitted upon completion of the investigation.